Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there were no diagnostics performed related to the previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was implanted off label as part of a clinical study for epilepsy. (B)(6).

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient experienced hallucinations that lasted for four hours. The etiology was unknown if the was related to the programming/stimulation. The actions / interventions included administering rectal diazepam on (B)(6) 2014. The event was resolved without sequelae on (B)(6) 2014. The patient's medical history included encephalitis and epilepsy, which was diagnosed in 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Actions taken included administration of rectal diazepam (10 mg). No further complications are anticipated.